Event description:
Information received by medtronic indicated that the customer was unable to connect to server. No harm requiring medical intervention was reported. Troubleshooting was performed and the issue could not be resolved. It is unknown whether the customer will discontinue the use of the app.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
"An attempt to reproduce the reported event using minimed mobile app (software version 1.3.2) installed on huawei mate 20 pro (android 10, emui 11) with mmt-1885 780g pump (software ver. 6.7v.3) was made but it wasn't reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After conducting a thorough investigation, we have found that the root cause for the userâ¿¿s pairing problems is failed sake keys retrieve from the server, most likely due to lack of available system resources on userâ¿¿s device. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: * to make sure that the device hasnâ¿¿t any bluetooth connection to other devices (like fitness tracker\smartwatch) and remove if any are present. * to remove the pump from the list of paired devices on phone. * to remove the phone from the list of associated devices on pump. * to delete the mmm app. * to reset network settings. * to restart the phone. * to reinstall the mmm app. * to close all other non-system apps on device (cleanup multitasking). * to try to pair the pump and device again, do not leave the pairing screen during the pairing process. * to test pairing with another phone. The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.